Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged acquired false positive results on patient samples. There was no patient impact reported. The following information was provided by the initial reporter: "it was reported by the customer that they experienced false positives in the instrument."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged acquired false positive results on patient samples. There was no patient impact reported. The following information was provided by the initial reporter: "it was reported by the customer that they experienced false positives in the instrument."

Manufacturer narrative:
H.6 investigation summary: complaint is unable to be confirmed because of lack of information. Root cause of the false positives is not known. If any additional information is provided in the future, this case will be re-opened and re-investigated. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this failure.